Event description:
Info received indicates the bed was not placing a nurse call. The bed was in use when this was discovered and there were no injuries.

Manufacturer narrative:
The tech isolated the issue to the junction box. He replaced the junction board and the nurse call functioned properly.